Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). A field service engineer (fse) replaced the sample probe and checked the alignment. The fse replaced the probe seal and the pipettor seal and bleached the sample and reagent lines. Calibration was complete and successful. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results from the cobas c 503 analytical unit. One example is that the result was 39.6%, and the doctor questioned it because it did not match the clinical picture. A repeat was not performed for this sample. Discrepant results for 17 patient samples are provided; see attachment "data for (B)(6)" for patient results.

Manufacturer narrative:
The tina-quant hemoglobin a1cdx gen.3 lot number is 801608, and the expiration date is 31-oct-2025. After the previous service visit, the customer called stating they were having continued issues. A field service engineer (fse) determined that there was a leak in the rinse tubing and replaced it and adjusted the rinse and verified that the machine was operating successfully. The investigation determined that the service action resolved the issue.